Event description:
The customer sated that he was hospitalized due to diabetic ketoacidosis, weakness, vomiting, and nausea. The customer's blood glucose reading was 586 mg/dl. The customer stated that when he removed the infusion set from his body, the cannula was bent. Troubleshooting was performed, and no insulin exited during the prime test. However, after changing the infusion set, the prime test passed. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.